Manufacturer narrative:
The therapy date for the following device is unknown: model: unknown; scs extension. Model: 3722, scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's lead was damaged during an explant procedure to remove the ipg and extension in order to have an MRI scan performed. As such, the physician explanted the entire system.